Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received two inappropriate high voltage shocks for a supraventricular tachycardia (svt). It was noted that the patient's svt discriminators had been accidentally disabled in the past. The device was reprogrammed. The patient was stable.